Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be identified. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Device discarded by hospital.

Event description:
The physician was using a penumbra system separator 032 to lyse clot in the posterior m2 division. A total of three 032 separators were used during the case. The first two 032 separators bent during use. After several passes of the third 032 separator, the visualized distal portion of the separator stopped moving. At that point, the physician withdrew the separator and the distal portion remained partially in and partially out of the penumbra system reperfusion catheter 032. The physician tried to lasso the separator tip unsuccessfully. He was able to remove the entire 032 system (catheter and separator) and the separator came out with the catheter. At this point, the patient was nearly 8 hours from last normal, so no further attempts to lyse clot were made. The patient's condition was stable. No changes in patient outcome. Patient has a moderate left mca infarct in large part referable to the posterior division territory. The physician noted that the clot was hard and patient's anatomy was tortuous and "s" shaped. The physician felt resistance as he advanced the separator; he torqued and advanced the separator during the case, which, in his opinion, caused the separator to break. This MDR is associated with MDR 3005168196-2012-00031 and 3005168196-2012-00032.